Event description:
It was reported that the customer experienced a low blood glucose (bg) level (specific value was not provided); cause was unknown. Due to bg level customer "passed out" and required assistance by emergency medical services to treat with intravenous fluids of sugar to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.